Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated misalignment with the set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the device was successfully implanted, however, attempt to connect the competitor lead was unsuccessful. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.